Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 500 mg/dl at the time of incident. The customer did not experienced symptoms due to high blood glucose. It was unknown that how the customer treated high blood glucose. The insulin pump was not on auto mode at the time of incident. The customer also reported blank display and display returned after receiving new battery cap. The customer declined further troubleshooting. No further patient complications were reported. Troubleshooting was not performed and the customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer ring = black. On may 12, 2022, the customer alleged for blank display and high bg. The test p-cap locks properly in place in the reservoir compartment noted. Device received with pillowing keypad overlay and cracked case behind the pump at the battery compartment during the visual inspection. Thump software was utilized and downloaded trace/history files properly. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No blank display noted during testing. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were out of specification range. Pump error 25 alarm on 05/07/2022 at 11:00 and 05/12/2022 at 10:00. Replace battery alert on 05/12/2022 at 01:00, 01:10, 15:00:07 and 19:00. Replace battery now alarm on 05/12/2022 at 01:31, 01:41, 15:31 and 19:31. Power loss alarm on 05/03/2022 at 08:03:39, 05/07/2022 at 07:23:21, 05/10/2022 at 07:01:30.000, 05/10/2022 at 07:20:24, 05/10/2022 at 07:20:32 and 05/12/2022 at 06:58:38. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor and the battery tube connector plugged in properly to j7/pcb 1.¿ the power management graph confirmed power error 25 and power loss alarm was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. In summary, insulin pump passed all required testing. Unable to verify customer alleged for high bg. Blank display not confirmed. Power error 25 and power loss alarm confirmed due to connector resistance j6 /pcb 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.